Event description:
During an attempt to insert spinal needle for anesthesia, the needle broke off and was retained. General anesthesia was given to the pt and surgery was done. Following the procedure, the pt had a CT. A consulting neurosurgeon felt nothing should be done now, but pt should follow up in 6 mos.